Event description:
On (B)(6) 2010, patient reported the infusion device display "went black." This occurred a few months prior to report, and patient switched to insulin injections. Display was not the normal "grayish" color. Patient stopped hearing "the sound on the pump" and then the display went black. Patient does not remember what type of battery he was using. Patient has tried several different batteries, and the infusion device would not power on and the display remained black. Patient reported the black display did not affect him while using the infusion device. He stopped using infusion device as soon as it was noticed. Infusion device was not dropped or exposed to liquid or moisture. Follow-up was completed for additional information. Patient reported, the infusion device failed to give an a1 low cartridge alert one week before the display went black. Patient did not get the alert and then noticed the insulin cartridge was completely empty. Patient did not know if the infusion device was or was not delivering insulin after the display went black. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.